Event description:
Product: mastisol liquid adhesive, item #: 0523-48, lot #: 10063b. An anesthesiology nurse from (B)(6) hosp contacted fli on (B)(6) 2011 to report an adverse event associated with mastisol liquid adhesive. A (B)(6) female had a right ankle orif performed. Mastisol liquid adhesive was used to secure tegaderms following a right sciatic nerve block. The pt had a severe rash that spread from the application site, to her left leg, right forearm, face and finally to both of her ears. Due to the severity of the rash she went to ER and was treated with IV steroids and sent home. The pt was not admitted. The nurse noted the pt had the adhesive in contact with her skin for a short amount of time. Medical consult was received on (B)(4) 2011: the case was evaluated by a dermatology consultant and was deemed to probably have been a medication reaction or a reaction to the mastisol/tegaderm combination.

Manufacturer narrative:
Given the diffuse nature of this eruption, although the dermatology consultant cannot absolutely exclude that this event started due to an adhesive reaction to mastisol and/or tegaderm combination it is unlikely, and the dermatology consultant tended to favor the former (use of systemic medication) etiology. Nonetheless the right thigh area that was more dramatically affected than other sites may reflect the role of mastisol/tegaderm as a confounding factor. The occlusive quality of the dressing material frequently yields gaps that foster bacterial overgrowth that would explain the focal area of purulence associated with the dressing site which was notably worse than other diffuse rash areas over the entire body. In addition, the possibility of IV infiltration as a contributing factor at this right thigh site cannot be excluded.